Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the speedband superview super 7 reached the fourth band but got stuck and did not release the rest. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d2b (pro code (product code)): mnd. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the speedband superview super 7 reached the fourth band but got stuck and did not release the rest. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed. The returned device was visually inspected and found to have damaged teeth and one damaged band. The handle was also returned and showed no visible damage. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth suggest that excessive force may have been applied during device use, leading to damage. Alternatively, the issue could be related to the technique used when introducing the device into the patient, which may have caused the teeth to bend or break and impacted the handle's functionality during band deployment. One band was found to be damaged. This failure mode may be related to the physician's technique or the way the device was handled during band deployment. Factors such as device positioning or anatomical tortuosity during the procedure could have affected the handle's functionality. Additionally, the technique used to grasp the varix or polyp with the ligator unit might have caused suture displacement, leading to improper band deployment or band overlap. It is also possible that attempts to release the band from the suture, combined with damage to the teeth, contributed to the deployment issue. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the speedband superview super 7 reached the fourth band but got stuck and did not release the rest. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.